Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that during a post-operative check the day after implant this right atrial (ra) lead exhibited high pacing thresholds. X-ray imaging confirmed the lead had dislodged. Subsequently, surgical intervention was performed to reposition the lead. However, multiple attempts to reposition the lead were unsuccessful due to high thresholds, and the lead was explanted and replaced with another ra lead. No additional adverse patient effects were reported. This lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture threshold and dislodgement.

Event description:
It was reported that during a post-operative check the day after implant this right atrial (ra) lead exhibited high pacing thresholds. X-ray imaging confirmed the lead had dislodged. Subsequently, surgical intervention was performed to reposition the lead. However, multiple attempts to reposition the lead were unsuccessful due to high thresholds, and the lead was explanted and replaced with another ra lead. No additional adverse patient effects were reported. This lead is expected to be returned for laboratory analysis. Update: this lead was returned and analysis was completed. This report is updated with the product investigation results.